Manufacturer narrative:
One pressure monitoring set was received by our product evaluation laboratory for a full examination. The report of pressure issue was unable to be confirmed. As received, zero-stopcock female luer, which is bond to the disposable pressure transducer (dpt) housing, was found detached. Indications of bonding material was visible on the dpt housing. Dpt zeroed but pressure test was not able to be performed due to the detached female luer. Dpt sensor zeroed and sensed pressure on pressure monitor. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No other visible damage was observed from the rest of the kit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after connecting this disposable pressure transducer (dpt) to the monitor and to the patient, the pressure could not be read after zeroing the device. The issue solved by replacing a new dpt. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
Based on further engineering investigation, it was concluded that the most probable cause of the defect is associated to solvent bonding process during the manufacturing process. There are controls during the sub-assembly phase of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Device manufacture date and expiry date were updated in their corresponding fields.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.